Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that the pump was removed because it stopped working. It was noted that the pump no longer worked after about 3 months. The pain clinic said there was nothing wrong with the pump. The patient had a large bump in her back. After the pump was removed, the bump was no longer there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.